Manufacturer narrative:
Additional information: breakdown of the 37 events of is as follows: haptic damaged: 30, cosmetic issues: 1, damaged / broken: 1, folding issues, haptic damaged, loading issues: 1, haptic damaged, iol partially delivered, stuck in cartridge: 1, haptic detached: 1, iol torn: 1, lens damage: 1. Serial or lot numbers of suspect products: (B)(4). 21 investigations were completed and 16 are pending for the time period. From the 21 investigations: haptic damaged: 4, haptic damaged, haptic detached: 2, haptic damaged, lens damaged: 1, stuck in cartridge: 2, lens cut: 1, lens cut, haptic damaged: 6, lens cut, haptic damaged, haptic detached: 1, no product returned: 4. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 37 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: there are 16 investigations completed during this period. Breakdown of 16 investigations with respective serial numbers are as follows: (B)(6) haptic damaged, (B)(6) cosmetic issues, (B)(6) haptic damaged, (B)(6) haptic detached, (B)(6) haptic damaged, (B)(6) haptic damaged, (B)(6) haptic damaged, (B)(6) lens damaged , unknown, damaged / broken, (B)(6) haptic damaged, (B)(6) haptic damaged, (B)(6) haptic damaged, (B)(6) haptic damaged, (B)(6) haptic damaged, (B)(6) folding issues, haptic damaged, loading issues, (B)(6) haptic damaged. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.